Event description:
Dealer is stating that the chair will not turn on or off at the joystick, he swapped the joystick and still not turning on or off. Plugged the original joystick back in and it will turn on, but will not turn off now.